Event description:
It was reported that after the replacement of the device a lead integrity alert (lia) triggered. It was noted that the right ventricular (rv) lead exhibited different, high and varying impedance. It was also reported that noise was noted. Xray image revealed that the rv lead was not fully inserted into the header of the device. A revision procedure was performed, the rv lead was fully inserted into the header of the device, and the impedance values returned to within normal acceptable values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance measured 1482 ohms and 4047 ohms on (B)(6) 2015. Impedances continued to be high. (B)(4).